Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. The insulin pump passed self test. No missing segments or partial display noted. The pump was received with pillowing keypad overlay, broken reservoir tube lip and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had crack along the front side and around the round lining there was a bunch of black on the top part. The blood glucose at the time of the incident was 140 mg/dl. The device will be returned for analysis.